Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test and rewind anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump was rejecting new battery. The customer¿s blood glucose was unknown. The insulin pump was making grinding sound during rewind. The insulin pump will not be returned for analysis.